Event description:
It was reported the customer received a motor error alarm. Customer stated they had received a no delivery alarm during an attempted bolus prior to the motor error alarm occurring. Customer's blood glucose was 426 mg/dl. Customer was unable to treat for their blood glucose because they were at the airport. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No motor error or excessive no delivery alarm noted. The motor passed motor test. The displacement test functioned properly. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, broken belt clip slot, cracked reservoir tube and cracked battery tube threads.